Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump's buttons were sticking and sometimes were slow to respond. When he attempted to program a bolus the numbers kept scrolling. The insulin pump alarmed button error. Customer's blood glucose level was 243 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.